Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2003. Legal counsel for patient reports patient allegations of pain, loss of range of motion, osteolysis, loosening, dislocation and metal toxicity. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04701 / 04703).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2003. Legal counsel for patient reports patient allegations of pain, loss of range of motion, osteolysis, loosening, dislocation and metal toxicity. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical records reports a revision procedure occurred on (B)(6) 2014 due to mechanical loosening and articular bearing surface wear. Review of invoice records could not confirm a procedure occurring on or about this date for this patient.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2003. Legal counsel for patient reports patient allegations of pain, loss of range of motion, osteolysis, loosening, dislocation and metal toxicity. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical records reports a revision procedure occurred on (B)(6) 2014 due to mechanical loosening and articular bearing surface wear. Review of invoice records could not confirm a procedure occurring on or about this date for this patient. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain, loosening, metallosis and elevated metal ion levels. Operative report noted the presence of dark grayish colored fluid consistent with metallosis. All components were removed and replaced with competitor components.